Manufacturer narrative:
Siemens field service engineer (fse) turned off rapid sample identification and rebooted analyzer. Review of the trace logs showed patient b was edited at the analyzer, other samples were not. Customer confirmed that there was no delay in patient treatment or interventions due to this event. Customer indicated that after rebooting the analyzer no further issues have been reported with incorrect demographics. System is operational. The cause for the event is unknown.

Manufacturer narrative:
The cause for the issue is due to save demographics setting being turned 'on' on the instrument. Siemens technical operation team assisted customer to turn off save demographics. Customer indicated that they have been unable to reproduce the issue after implementing the changes suggested by siemens tech ops.

Manufacturer narrative:
Customer verbally reported to siemens representative that same incident of incorrect demographics had occurred again on (B)(6) 2015. Siemens customer care center requested customer to provide additional information for further investigation. Customer indicated that they could not and would not give any specifics.

Event description:
Customer stated that erroneous patient demographics were reported on (B)(6) patient ids. Customer indicated that they did not know whether instrument or rapidcomm (data management) was affected. There was no report of injury due to this event.